Event description:
The customer reported that the heartstart xl unexpectedly shutdown while on battery power when the battery indicated adequate power. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.